Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by running quality control (qc) material. While performing the clot adjustment, fse found the sample nozzle leaking and replaced it. Fse also identified that the wash syringe had signs of leakage under the plungers and was replaced. Fse resolved the complaint by replacing the sample nozzle and the wash syringe. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25jun2021 through aware date 25jul2022. There were no similar complaints identified during the search period. The st fsh analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Calibration curve the calibration curve for the st aia-pack fsh has been shown to be stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent upon proper reagent handling and aia system maintenance according to the manufacturer¿s instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator¿s manual. The most probable cause of the reported event was due to the faulty sample nozzle and wash syringe.

Event description:
A customer reported out of range high follicle stimulating hormone (fsh) quality control (qc) on the aia-900 analyzer. The customer states the fsh qc has been varying with each lot and resolved with recalibration. The customer performed a decontamination and recalibrated the calibration but is requesting service. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.